Event description:
During code pt was intubated and ventilations were attempted with the product found to be defective. There was no evidence of ventilation. Pt was reintubated thrice - the third time with glidescope still not evidence of ventilation. Further trouble shooting led to exchange of ambubag and then success of ventilation. Ref mw5069564, ref #8030673-2017-00338.